Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. A new lead with a different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to patient's anatomy. A new lead with a different model was implanted. No adverse patient effects were reported.